Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced pain and erosion of her internal bodily tissue post operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient was completely dry for about 6 months after procedure in 2007. Urinary frequency and stress incontinence worsened and patient returned to surgeon. The patient underwent an additional undisclosed sling procedure on (B)(6) 2010. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui with mixed urge incontinence. It was reported that the patient underwent anterior compartment plasty and removal of mesh fibers on (B)(6) 2011, due to symptomatic pelvic organ prolapse/urethrocele and dyspareunia. No additional information was provided.